Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient was admitted into the hospital with a positive ramp study and an increasing lactate dehydrogenase (ldh), which was reported to be indicative of thrombus. The patient was managed medically with a heparin gtt and persantine. Despite adequate anticoagulation per factor 10a levels, his ldh level continued to increase, and his clinical status continued to deteriorate. The patient was then started on bivalirudin for improved anticoagulation and aspirin. His cardiac index continued to decrease and his renal function worsened. On (B)(6) 2014, the patient was started on continuous renal replacement therapy. On (B)(6) 2014, he suffered sustained vt and had to be defibrillated. The patient suffered respiratory collapse and was intubated. His blood pressure continued to tread down until he eventually required dopamine, dobutamine, and norepinephrine for pressure and inotrope support. On (B)(6) 2014, the patient continued to decompensate. He was placed on a morphine gtt for comfort and pressures were turned off. The lvad was turned off and the patient expired.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the inflow conduit, outflow graft and outflow elbow revealed soft, acute, tissue-like deposition and clotted blood. The deposition lacked lamination and lacked denaturing, indicating that it likely developed acutely while the pump was supporting the patient. The deposition appears to be the result of poor surface washing due to an interruption in flow or a low flow event; however, a specific cause for the low flow could not be determined. Additionally, non-laminated tissue-like depositions were present surrounding the inlet bearings and around the outlet bearing ball, occluding the outlet stator. Slight contact marks were noted on the outlet portion of the rotor and on the outlet bearing cup which indicates that the outlet stator deposition was present while supporting the patient; however, a duration in which it was present in the pump could not be determined. The observed depositions would have potentially contributed to the reported elevated lactate dehydrogenase. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.